Manufacturer narrative:
The full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant and stretching. The analyst comment a segment of competitor guidewire was returned stuck in the distal end of lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guide wire got stuck inside the lead and was unable to retrieve all of the wire. The left ventricular (lv) lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.